Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21may2019. Multiple attempts were made to obtain further details about the event with no success. The hospital did not respond to requests for more information. The device could not be evaluated and the reported event was not confirmed.

Event description:
The customer reported that the ventilator produced a tcb buzzer super cap failure error code. The device was not being used for treatment when the reported event occurred.